Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath contact force ablation catheter, sensor enabled instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation was due to the patient's thin and scarred ventricle. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an ischemic ventricular tachycardia procedure, a cardiac perforation occurred. While maneuvering the device in the left ventricle, the physician had perforated the ventricular wall. The patient became hypotensive and fluoroscopy revealed a cardiac perforation requiring a pericardiocentesis. The procedure was able to be completed but the patient's condition worsened over the next few days and cardiac surgery was required to stabilize the patient. The physician stated the perforation was due to the patient's thin and scarred ventricle and not due to any performance issue with any abbott device.